Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula retracted inside of the sensor base; unable to confirm if the customer received the sensor damaged due to the customer returned opened and used. No broken or missing parts were observed during our analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating sensor issues. The customer stated that the electrode was missing. The patient's blood glucose was unknown at the time of the call. The customer did not return the product back for analysis.